Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit keeps turning off and on. No patient or user harm was reported.

Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported does not stay on while on alternating current power issue. The fse replaced the power supply to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.